Manufacturer narrative:
(B)(4).

Event description:
New information was received from the customer advising that the 840 ventilator was pushed into a wall causing for the gui (graphic user interface) housing to crack and fall off of the ventilator base. The display was reported to be blank after the aforementioned incident. The issue should not have been reported as the mishandling of the product caused the product damage and the blank display.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping display lcd panels for troubleshooting.

Event description:
It was reported that during testing the 840 ventilator had an erratic display. There was no patient involvement at the time of the event.